Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: ktt. (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter¿s address and phone number is not provided for reporting. A device history record (DHR) review was performed for part # 214.844s, lot # l271307: manufacturing location: (B)(4), manufacturing date: 24.jan.2017 expiry date: 01.jan.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw broke inside while doing fixation of the fracture. This report is for one (1) 4.5 mm cortex screw self-tapping 44 mm. This is report 1 of 1 for complaint (B)(4).